Event description:
A site representative, graduate student research assistant, reported that while doing testing with stealthlink, the cranial application exited unexpectedly. The system was slow and then navigation would unexpectedly exit. This event was reported outside the operating room. There was no patient present.

Manufacturer narrative:
No patient was present. Investigation by medtronic r and d engineer and medtronic software engineers finds the problem occurred at the patient registration step and required a system re-start. This issue was documented in a medtronic software anomaly tracking database for further investigation.